Event description:
It was reported that when the cannula is inserted into the joint holes, the distal tip scrapes the bone. The doctors call it the cheese grater effect. This has happened repeated times and although it has not caused any injuries, the doctors have noted it to be very dangerous.

Manufacturer narrative:
Device has yet to be received for evaluation. Once investigation is completed, a follow-up report will be submitted.